Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose (bg) was high, however, a specific value was not provided. Reportedly, the customer administered a manual injection to address bg level. Customer replaced pump supplies and resumed insulin delivery.